Event description:
It was reported that pt underwent right uni-compartmental knee arthroplasty in 2005. Pt returned to surgery 9 months later to remove uni components and implant total knee components, due to loosening.